Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4,h6 and h10. Based on the results of the investigation ,since the reported phenomenon was not reproduced during device evaluation, it was assumed that there was no abnormality in the device concerned and that it pointed out a malfunction of other devices (video processors, monitors, etc.), or that it pointed out a problem with the motherboard that it was a problem with the b30 error (scope communication error). Five years or more have passed since the device was delivered, and it is assumed that the pins of the output connector were worn out due to repeated use for a long period of time. Attrition of the pins of the connectors may lead to failure in communication between the scope and video processors via the light source device. Therefore, it is assumed that a b30 error (scope communication error) had occurred. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection found unable to duplicate the reported issue as mainboard was found to be functional however faulty scope socket causing a b30 error was observed. The unit was found equipped with new type switch and lamp hours were noted to be at 300+ hours with light output within specifications. Based on evaluation findings the reported issue was not confirmed as the main board was found functional however, faulty socket causing b30 error was observed. If additional information becomes available this report will be supplemented accordingly following investigations.

Event description:
Motherboard problem was reported on light source device. There was no patient involvement, no user injury reported.